Event description:
It is reported that a customer was hospitalized (B)(6) 2015 at 7 pm for diabetic ketoacidosis with a high blood glucose level of 515 mg/dl. The customer stated that they ran out of supplies and had no other way to deliver insulin. The customer stated that if extra infusion sets were shipped to her then the hospital would be able to release her. The customer was off the pump prior to the hospitalization. The customer was sent supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.